Manufacturer narrative:
The pod was returned with the needle partially deployed, the linkage assembly in the fully deployed position, and the needle exposed. No damages or defects were found that would cause the soft cannula to retract; the soft cannula was fully deployed, and the slide insert was visible in the top housing window. Upon removing the top housing, the formed needle was observed to be disengaged from the slide retract, and visible damage to the slide retract was observed due to the incorrectly installed formed needle. A bend was observed in the portion of the formed needle that was exposed. It is unknown how or when this damage occurred the incorrectly installed formed needle was the cause of pain during insertion. No alarms, drive stalls or time outs were observed in the data. No other damages or deficiencies were observed that would have stopped the device from running as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract and cannula retracted when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 24 and 36 hours and patient reported pain and a blood glucose level of 115 mg/dl.